Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer would receive an occlusion alarm during bolus delivery usually on every third day. There was no reported adverse impact to the customer's blood glucose level. The labeling for the infusion set in use indicates to change it every two days. The customer will try changing the supplies every two days.